Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v891124, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer via the manufacturers¿ representative reported the device had not been working and the patient had not been using it. The patient had colon cancer and chemotherapy so she had not been able to see the doctor. The patient was still having incontinence issues and wanted to see the doctor. The patient was able to make an appointment with the doctor for (B)(6) 2015 at 2.10pm. The patient was indicated for urinary dysfunction/ sacral nerve stim. No further information was provided. If additional information is received, a follow up report will be sent.